Event description:
Pacemaker from guidant. About 6 mos after put in, pt experienced a lot of swelling in the neck. He was told the "atron lead" (atrial lead??) Was defective/faulty and the device was turned down to "34." Since then, nothing has been done by his dr or guidant to investigate the problem. The device was causing him a lot of discomfort when his heart slows and that something should be done about the problem. Recently changed dr.